Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 65-year-old male patient, the device was unable to obtain an ECG signal via electrode pads and failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.